Event description:
Ambulance personnel were attempting to minotor a non cardiac pt. The unit allegedly displayed ra, v1 and v2 leads off and a flatline with the precordical not attached to the trunk cable. The pt refused treatment and treatment was discontinued. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.